Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient was diagnosed with an atrial esophageal fistula and underwent surgery for repair of the fistula. The patient also was noted to have a fever. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. Data files showed that at least nineteen applications were performed with the balloon catheter on the date of the event with no system issues. Also, clinical issues were encountered during the procedure. The physical device was not returned for investigation. If information is provided in the future, a supplemental report will be issued.